Event description:
It was reported that when the patient presented in clinic, the device exhibited episodes of non-sustained lead noise due to sensing latency on the discriminator channel. The device was reprogrammed and remained implanted. The patient will be monitored regularly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.